Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation was noticed that the item received is different. From the item reported. Therefore, the item was corrected and the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported over 3 months after the dental implant and abutment were placed in ada site 21 in the mouth, the implant did not osseointegrate well in type iii bone. Clinician noted the patient's pain, implant mobility and excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The clinician reported over 3 months after the dental implant and abutment were placed in ada site 21 in the mouth, the implant did not osseointegrate well in type iii bone. Clinician noted the patient's pain, implant mobility and excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.